Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, an increase in pacing impedance and an increase in capture threshold resulting in loss of capture was noted on the right ventricular (rv) lead. An x-ray was performed and confirmed rv lead dislodgement. The rv lead was capped and replaced to resolve the event. Additionally, insulation damage was observed on the rv lead during the revision procedure. The patient was in stable condition.